Event description:
It was reported that the stopper separated from the rod with a bd ultra-fine¿ 2 insulin syringes. This occurred on 3 separate occasions, however, the patient impact was not reported.   The following information was provided by the initial reporter: it was reported by the consumer the stopper came away from the rod.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/27/2021. H.6. Investigation: customer returned (1) 31gx8mm, 1ml bd insulin syringe in an open polybag from lot# 0307052. The consumer reported found 3 syringes from this box where the stopper came away from rod when pulled rod back. The returned syringe was examined, and it was observed that the stopper was attached to the plunger rod, and the plunger rod was fully depressed within the barrel. Attempting to exercise the plunger rod resulted in the plunger rod separating from the stopper. It was observed that the plunger rod tip appeared disfigured/damaged ¿ the damaged plunger rod could cause the stopper separation. A review of the device history record was completed for batch# 0307052. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the rod with a bd ultra-fine¿ 2 insulin syringes. This occurred on 3 separate occasions, however, the patient impact was not reported.   The following information was provided by the initial reporter: it was reported by the consumer the stopper came away from the rod.